Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the staple cartridge was partially fired. Functionally the cartridge was recognized as being fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open distal pancreatectomy, splenectomy, and liver resection. The surgeon was firing the powered handle across the splenic artery. During firing, the power pack lost all power and turned off. The green buttons were pushed, but nothing happened. The adapter was removed from the power pack and a new power pack was obtained. Because the loading unit was deep in the abdomen, the surgeon was not confident that the jaws of the reload were opened. Therefore, the manual retraction tool was used to open the jaws of the reload and remove from patient tissue. The staple line was distally incomplete. Another power pack, adapter, and reload were used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.